Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer didn't know if the basal rates were programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.